Manufacturer narrative:
The insulin pump was received with no esc and act button response due to corroded keypad traces. No frozen screen or time clock noted. The insulin pump was unable to verify for alarm and perform rewind, basic occlusion, occlusion, prime, the excessive no delivery and displacement test due to no button response. The insulin pump was received with minor scratched display window, cracked case at display window corners, cracked reservoir tube lip and cracked battery tube threads.

Event description:
The customer reported via telephone call that the insulin pump had a frozen display. The customer changed the battery multiple times with no resolution and then left the insulin pump without a battery for a couple of days, put in a new battery, and received a reset error alarm. The blood glucose reading was 300 mg/dl and the customer reported feeling tired and having a headache. The customer treated with manual injection. The customer declined troubleshooting for high blood glucose. The customer was advised to monitor the insulin pump and verify if the time advanced, and the customer reported that it did not. The customer was advised to discontinue use of the insulin pump and no revert to a back up plan per a health care practitioner's instructions. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.